Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr, implanted: (B)(6) 2005; 5076 non-defib lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was high short interval counts (sic) with noise, oversensing and varying impedance on the right ventricular (rv) lead. It was also noted that the lead insulation was cut. The lead insulation was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.